Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a ruptured breast implant on the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified creases fold, red particles, deformation and wear abrasion. Voids and cloudy color observed in the gel after autoclave cycle. It is observed that it is overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship. The unit is not ruptured. Base on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Physician reported a ruptured breast implant on the left side. Device has been explanted.